Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the vns device was stimulating erratically and that the patient had difficulty breathing with stimulation. The vns device has been turned to 0ma output current because the physician believes that the patient does not have epilepsy and therefore does not need vns therapy. The problems have resolved with the current set to 0ma.